Manufacturer narrative:
Other, other text: the returned device was evaluated. The device passed all visual and functional testing. The device measured a co2 percentage of 5.2% at a pump flow of 58 ml/min for the duration of the test. This is within the [4.7% - 5.3%] co2 and 50 ± 10 ml/min pump flow ranges for the device. The customer's complaint regarding accuracy was not duplicated, the device was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported "results issue... Co2 reading 2.5% (6%)". There was no patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.

Event description:
The customer reported "results issue... Co2 reading 2.5% (6%)". There was no patient impact or consequences were reported.